Event description:
The consumer reported a patient implanted for multiple back operations saw the low ins battery flashing icon. The patient had intermittent and erratic stimulation. The stimulator would hardly do anything and wasn't working like it should.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a patient letter reported that the patient just had their battery changed and had a new one. The patient reported that the device was working great. The patient had the previous ins for 11 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.